Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received fingerstick readings of 153 mg/dl and 86 mg/dl within 10 minutes of each other. No adverse event reported. The meter and strips have been replaced and requested for return.